Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that dissection and stent damage occurred. The target lesion was located in the right coronary artery. After pre-dilation was performed using a 3.0x16mm emerge balloon catheter, a 2.75x16mm promus premier drug-eluting stent was attempted to position but was unsuccessful and failed to cross the lesion. When the device was removed, it was noticed that the artery had dissected and it was also noted that some of the stent struts were "mangled". At that point, the physician went back down and did additional dilation and successfully completed the procedure with a 2.75x16mm promus premier stent implanted in distal section, 2.75x12mm promus premier stent implanted in the mid section and 3.5x20mm promus premier stent implanted in proximal section. No further patient complications were reported and the patient's status was fine and left the catheterization laboratory in good shape.